Event description:
It was reported that an intraocular lens was implanted on (B)(6) 2012 and "fell to the back of the patient's eye". The lens was removed on (B)(6) 2012. No lens was implanted after removal. Additional information has been requested but has not been received. This report refers to the delivery device used during implantation. Please reference MDR# 1119279-2013-00022 for the intraocular lens.

Manufacturer narrative:
The delivery device will not be returned to b+l for evaluation. The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the current information, the specific root cause of the event cannot be determined.